Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a high blood glucose (bg) level (over 600 mg/dl). A correction bolus was delivered to address the high bg level. The customer stated that the high bg was either due to not delivering a bolus for food or due to a needed site change. A pump system check not be performed due to not having supplies at the time. Tandem technical support advised the customer to discuss the event with a healthcare provider.